Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer blood glucose level was unknown. Customer stated that the backlight no longer works. Customer stated that they had to use new infusion set and battery during prime. Customer stated that the insulin pump had no delivery alarms every other month. The customer was not assisted with troubleshooting. The device will not be returned for analysis.